Manufacturer narrative:
H.6 adverse event problem component code 4756: per the instructions for use, the aquabeam motorpack, a re-usable component of the aquabeam robotic system, provides power to the aquabeam handpiece by means of dc motors. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware during aquablation therapy, the aquabeam robotic system generated an "e22 - motorpack error," "e23 - motorpack error," and an "e50 - console error." Despite troubleshooting attempts and replacing the aquabeam handpiece, the errors persisted. Upon replacing the aquabeam motorpack, the issue was resolved, and the procedure was able to be completed successfully. The reported event caused a procedural delay of over 20 minutes while the patient was under anesthesia. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
The aquabeam motorpack was returned for investigation. A replacement aquabeam motorpack was provided to the account as part of warranty replacement. Visual inspection of the aquabeam motorpack revealed corrosion on the connector interface, indicating the prescence of fluid ingress that caused the reported failure mode. A review of the treatment log files observed e22, e23, and e50 errors, confirming the reported event. The root cause of the fluid ingress was unable to be determined. A review of the device history record (DHR) ab2000-b / serial number (B)(6) and aquabeam motorpack / lot number 23c03299 was conducted, which confirmed there was one non-conformance issued to this lot during the manufacturing process that could potentially be related to the reported event. The lot was segregated and affected units were reworked and re-inspected as part of our handpiece final inspection process. Upon re-inspection, the lot met all required specifications and was deemed acceptable to be released for distribution. The current user manual um0101-00 rev. F, aquabeam robotic system user manual, us , english was reviewed. Table 5: system detected errors and faults e22 - motorpack error release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. E23 - motorpack error release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. E50 - console error release foot pedal and click x. If error persists, turn off and turn on console and cpu. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.